Manufacturer narrative:
A getinge fse found that the power supply was failure, but the power supply cannot be replaced due to the spare part discontinued. Iabp not recommend for clinical use. H3 other text : unknown.

Event description:
N/a.

Event description:
It was reported that before use, the system 98 intra-aortic balloon pump (iabp) ac power cant be use, can¿t charge the internal battery . There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the system 98 intra-aortic balloon pump (iabp) ac power can't be use, can¿t charge the internal battery . There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.